Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 195 mg/dl. Customer's sensor glucose level was around 60 to 70 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to use the insulin pump and sensor on the same side of their body as opposed to having one on each side. Customer was advised to follow the suggestions discussed during troubleshooting and to monitor the sugar glucose performance. Customer was advised that the replacement sensors will be sent out. Customer advised that they also had seen some blood on some of the previous sensors they had used. Customer was advised that anytime they see blood or any other type of moisture on the sensor they should go ahead and change it out to avoid any issues with the signal and readings.